Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Xtw (lot: 40829a1023) was chosen for implantation. During implantation attempts, the clip became tangled in the chordae. The clip was able to be maneuvered where it was caught and deployed with chordae captured, although the clip had to be deployed in a different area than originally targeted. A second xtw (lot: 40920a3110) was then attempted to be implanted. After deployment, the clip appeared to have settled into a different fluoroscopic position, although a single leaflet device attachment (slda) could not be confirmed. No additional intervention was performed. The procedure ended with mr reduced to grade 1-2. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.